Event description:
It was reported the patient has not recharged the ipg and has been without stimulation for the past year. Neither the charger or patient programmer would communicate with the ipg. Follow-up identified surgical intervention was undertaken and the ipg replaced with a non-rechargeable ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.